Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased chloride results generated from alinity c processing module for multiple patients. The customer stated emergency room questioned on electrolytes results which repeated on different instrument within normal reference range. The one result example provided were: on (B)(6) 2023 sid (B)(6) chloride initial=101 meq/l /redrawn and repeated=115 meq/l /after re-calibration on original specimen=120 and 114 meq/l. Laboratory reference range for chloride=95 to 112 meq/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of ict sample diluent lot number unknown. The ict sample diluent used to analysis of electrolytes on alinity c processing module. The trend review by the product list number found no adverse or non-statistical trends related to this issue that requires further investigation. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict sample diluent lot number unknown.

Event description:
The customer observed falsely decreased chloride results generated from alinity c processing module for multiple patients. The customer stated emergency room questioned on electrolytes results which repeated on different instrument within normal reference range. The one result example provided were: on (B)(6)2023 sid (B)(6)chloride initial=101 meq/l /redrawn and repeated=115 meq/l /after re-calibration on original specimen=120 and 114 meq/l laboratory reference range for chloride=95 to 112 meq/l there was no reported impact to patient management.